Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device first pin on the right iui is getting bent by possibly the iui cleaning covers. Customer stated central believes the covers are the issue. There was no patient involvement.it was reported feedback on iui connectors where the "...first pin on the right iui is getting bent by possibly the iui cleaning covers¿¿ there was no patient involvement.

Event description:
It was reported that the device first pin on the right iui is getting bent by possibly the iui cleaning covers. Customer stated central believes the covers are the issue. There was no patient involvement. It was reported feedback on iui connectors where the "first pin on the right iui is getting bent by possibly the iui cleaning covers¿. There was no patient involvement.